Manufacturer narrative:
The reported events of backup operation and premature battery depletion were not confirmed. Final analysis found telemetry was normal during the entire analysis and longevity assessment revealed the device was in the normal range of operation.

Event description:
It was reported that the patient presented for pacemaker changeout procedure. During the procedure, it was found that the pacemaker had suddenly gone into backup operation due to electrocautery and battery longevity was noted to decrease significantly. The pacemaker was explanted and replaced. The patient was stable.